Manufacturer narrative:
There is more information on the device evaluation. Correction to the product return date is being made as well. This supplemental report is being submitted to provide this information. The device history record review confirmed that device satisfied delivery standard before shipment from the factory. The device was returned to olympus for evaluation. The device was tested and confirmed that the image cuts off during angulation. No cause was established. The device was serviced and returned to the user facility. Likely cause for this issue is generally buckling or breakage of the imaging cable inside the bending section. However, there is no damage to the device to support this. Root cause cannot be determined.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested and confirmed that the image cuts off during angulation. No cause was established. The device was serviced and returned to the user facility.

Event description:
It was reported that the entire screen went black and showed no image. The end user was able to restore the image however when the scope was flexed up the picture went totally black again.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding title of the contact personnel at the account, who is a certified surgical technologist and additional information regarding the reported.

Event description:
The user facility further reported that the reported event was noted prior to the procedure. Device was replaced and the procedure was completed with no reported issues.